Manufacturer narrative:
One used device was received for evaluation on 8/29/2025. As received, it was noted that the original length set should be 9", however as received the set was shorter than 2", no additional damages were visible noted. The sample was primed and a leak from a tear on the tube was confirmed. Complaint of leaks can be confirmed. The probable cause of the tear observed on the tube is unknown. Lot history review is pending.

Event description:
It was reported that, on an unknown date, a 12" (30 cm) appx 2.4 ml, ext set w/microclave¿, check valve generated a leak during patient use. It was reported that the tubing area near the check valve had a small droplet, indicating a breach in the tubing line. The event occurred during the sampling operation. Liquid droplets were observed coming from the tubing area near the filter port, and it was detected on the tubing immediately above the filter connection near the heat-sealed end. No abrasions were observed near the defect. The fracture surfaces are slightly rough ¿ no clear perforation mechanism is apparent, but it does not appear to be consistent with contact by a bladed instrument. No additional leaks were detected in the sample. A sample photo was provided showing the affected products.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The device history lot review of the affected product (14303133) was performed and no anomalies, nonconformances were identified that might be related with the condition reported by customer.